Manufacturer narrative:
It was reported the device had been alarming intermittently with "oxygen supply failed¿ since it was delivered to the customer in june 2024. There was no report of patient involvement; harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Per review of logs, the alarm was registered on (B)(6) 2024, then again on (B)(6) 2024; (B)(6) 2025; respectively. In addition, the last and only time complete service software tests were performed was on (B)(6) 2023. The o2 mixer assembly was replaced. Local service engineer identified the o2 mixer assembly as the defective component. Replacement of this part resolved the issue, and the device was returned to the customer. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ref nr. (B)(4).

Event description:
The following was reported to hamilton medical ag: "this c1 was delivered to the hospital in (B)(6) 2024. However, the hospital staff complained that the ¿oxygen supply failed¿ alarm occasionally occurs during use." No health consequences or impact. Patient involvement is unknown.